Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 45 mg/dl was entered into the pump by the user and a bg of 48 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2018. The user had turned on the pump, completed the load sequence and began using that pump for insulin delivery on the morning of (B)(6)/2018. The user delivered four correction boluses, approximately once an hour, while still having insulin on board (iob) leading up the low bg. The pump basal iq software suspended basal deliver at 4:20 pm on (B)(6)/2018. The basal remained suspended until the user changed the pump time settings forward 3 hours. The user¿s adjusting the time setting caused the basal delivery to resume. It is possible the user over corrected. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 45-65 mg/dl. Bg was addressed with glucose tablets. Reportedly, the cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.